Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips and reported the device displays a flat course in the middle of an examination. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.